Event description:
It was reported the patient had his spectra penile prosthesis cylinders removed due to unspecified reason. The patient was reimplanted with an inflatable penile prosthesis. No patient complications were reported in relation to this event.